Manufacturer narrative:
The technician installed the brake steer upgrade kits to resolve the issue.

Event description:
The technician alleged the brake steer pedal would go into brake mode but the brakes would not hold. No pt impact.